Manufacturer narrative:
Manufacturing site: (B)(4). Registration number: (B)(4). The reported gladius mg 14 pv guide wire with its separated tip was returned for evaluation. The distal segment of the returned gladius mg 14 pv was found bent in three dimensions. At approximately 58mm distal to the proximal solder (set at 85mm from the tip for the purpose of fixing the spring coil onto the core), the spring coil was found elongated together with the polymer jacket and then fractured. The core was fractured at approximately 78mm distal to the proximal solder. A trace of solder that held the inner coil onto the core was found at approximately 7mm proximal to the fracture end of the core. The separated tip was kinked at approximately 7mm and 20mm from the ball tip (the very distal end). After removing the polymer jacket to observe the underlying spring coil and core, fracture end of the spring coil was found at approximately 27mm proximal to the ball tip. For further observation, the spring coil and the inner coil were unraveled to expose the underlying core. The core was found fractured at approximately 7mm from the ball tip. Observation of the core fracture end by scanning electron microscope (sem) found that the fracture end of the core was twisted, had multiple cracks caused by repeated bending stress on the core shaft surface, and had flat fracture surface. These findings indicated that torsion had most likely contributed to fracture of the core. The fracture end of the spring coil was twisted and necked; the twist was caused by torsion and the necking was caused by tensile stress, both of which were likely generated when the spring coil was pulled and straightened. Measurement of the returned gladius mg 14 pv suggested that the core fractured at approximately 7mm from the ball tip and the spring coil with the polymer jacket were detached by tensile stress from the mid solder that was originally located at 27mm from the ball tip. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion and bending stress generated with wiring manipulation had most likely contributed to the observed fracture of the core of the returned gladius mg 14 pv. The applied stress would localize and therefore exceed the product design limit due to resistance likely caused by the anatomy. Further applied tensile stress generated with removal made the spring coil with the polymer jacket become elongated and eventually detached from the core. It was concluded that this event was not attributed to product quality. Given that severe damage was observed on the returned guide wire and the separated tip, a possibility could not be completely ruled out that some wire fragment(s) might be left in the patient. No CAPA will be taken. Instructions for use (IFU) states: warnings: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the tip of an asahi gladius mg 14 pv had fractured during a percutaneous peripheral intervention (ppi) to treat a moderately calcified chronic total occlusion (cto) in the right anterior tibial artery (ata). When manipulating the gladius mg 14 pv with the support of a non-asahi prominent bta microcatheter, the wire became trapped in the cto. When removing the gladius mg 14 pv, its tip was found separated. After removing the separated wire tip, a new guide wire was used to resume the procedure and plain old balloon angioplasty (poba) was performed to successfully reestablish the blood flow. There were no adverse patient effects associated with this event.